Manufacturer narrative:
(B)(4). Results of investigation: the ventilator was sent in and found that the oxygen blender was out of specification. The oxygen blender was replaced by an authorized carefusion service technician to resolve the reported issue.

Event description:
It was reported by the customer that the oxygen concentration is out of specification. While set to 60%, the ventilator is delivering 45% at the output port. The customer also reported that there was no patient involvement associated with this complaint.